Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal of medical device") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure insertion date discrepancy noted 2012-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure coil in pieces.") In a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3539 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed on 13-sep-2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and ovarian cyst ("cyst of left ovary"). The patient was treated with surgery (bilateral salpingectomy and ovarian cystectomy laparoscopic). At the time of the report, the outcomes for pelvic pain and device breakage were unknown. The reporter considered device breakage, ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: essure insertion date discrepancy noted 2012-2013. Essure removal date discrepancy noted: (B)(6) 2021. Pre and postop diagnoses and indication: pelvic pain, cyst of left ovary procedure: endometrial biopsy. Salpingectomy laparoscopic removal of essure coils. Ovarian cystectomy laparoscopic. Complications: none. Procedure description: the right fallopian tube was kinked to reveal the location of the essure coil. Electrocautery with the monopolar scissors was applied to create a horizontal incision on the fallopian tube. The essure coil was identified and a combination of blunt and sharp dissection was utilized to remove the essure coil in pieces. The ligasure device was then utilized to dissect the fallopian tube from the mesosalpinx. The cornua was then transected and the fallopian tube was removed from the abdomen the left fallopian tube was kinked to reveal the location of the essure coil. Electrocautery with the monopolar scissors was applied to create a horizontal incision on the fallopian tube. The essure coil was identified and a combination of blunt and sharp dissection was utilized to remove the essure coil in pieces. The ligasure device was then utilized to dissect the fallopian tube from the mesosalpinx. The cornua was then transected and the fallopian tube and remainder of essure device was removed from the abdomen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical record received. Event medical device removal is replaced with device breakage. Essure removal date updated. Concomitant conditions & reporters added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal of medical device") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required) with a bilateral salpingectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure insertion date discrepancy noted 2012-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure coil in pieces.") In a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3539 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and ovarian cyst ("cyst of left ovary"). The patient was treated with surgery (bilateral salpingectomy and ovarian cystectomy laparoscopic). At the time of the report, the outcomes for pelvic pain and device breakage were unknown. The reporter considered device breakage, ovarian cyst and pelvic pain to be related to essure administration. The reporter commented: essure insertion date discrepancy noted 2012-2013 essure removal date discrepancy noted: (B)(6) 2021 pre and postop diagnoses and indication: pelvic pain, cyst of left ovary procedure: endometrial biopsy. Salpingectomy laparoscopic removal of essure coils. Ovarian cystectomy laparoscopic. Complications: none procedure description: the right fallopian tube was kinked to reveal the location of the essure coil. Electrocautery with the monopolar scissors was applied to create a horizontal incision on the fallopian tube. The essure coil was identified and a combination of blunt and sharp dissection was utilized to remove the essure coil in pieces. The ligasure device was then utilized to dissect the fallopian tube from the mesosalpinx. The cornua was then transected and the fallopian tube was removed from the abdomen. The left fallopian tube was kinked to reveal the location of the essure coil. Electrocautery with the monopolar scissors was applied to create a horizontal incision on the fallopian tube. The essure coil was identified and a combination of blunt and sharp dissection was utilized to remove the essure coil in pieces. The ligasure device was then utilized to dissect the fallopian tube from the mesosalpinx. The cornua was then transected and the fallopian tube and remainder of essure device was removed from the abdomen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.